Event description:
The duett sealing device was deployed following a right and left heart cath (via a 7f sheath in the right common femoral artery, and an 8f sheath in the right femoral vein). This pt was a heart transplant recipient. It should be noted that heart transplant patients have routine angiograms causing significant scarring to the access site area. Also of interest is that the pt lost pulses in the left foot during sheath placement; the left leg was also explored. Symptoms of an arterial occlusion (cold, pulseless leg) in the right leg occurred within one hour of duett deployment. An angiogram confirmed the occlusion. The pt was given heparin. An angiojet was used, which lacerated the patient's artery, and the pt was taken to surgery for arterial repair and a surgical thrombectomy. The pt was also transfused with 2 units of blood. The event was resolved. The pt will receive plastic surgery to repair the fasciotomy.